Manufacturer narrative:
Product evaluation: analysis results not available; device discarded and will not be returned.

Event description:
It was reported that 4 days after their initial procedure, the patient began experiencing "dyspnea and wheezing". The ER performed a chest x-ray which diagnosed pneumonia. The surgeon prescribed levaquin and the patient was sent home. The patient returned to the ER 3 days later, with the issue persisting. "CT done at ER visit, right lung finding most consistent with pneumonia." The patient was given "azithromycin, ceftriazone, and duoneb in ER." The patient was then "discharged to home from ER with dx pneumonia and sent home with zithromax and albuterol and told to continue levaquin." The patient has since recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.